Event description:
It was reported that during a da vinci si lobectomy procedure, it was noted that the coating on main tube of the thoracic grasper was peeling. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012, isi contacted the initial reporter of this report. The initial reporter indicated that there was no report by the surgical staff that any pieces from the instrument fell into the patient. The initial reporter indicated that to the best of her knowledge it is unknown if the patient has returned to the hospital due to experiencing any post surgical complications related to retaining any foreign body. The initial reporter indicated that it is unknown if the cannula was inspected prior to use. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.